Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient had a failed right brain stimulating electrode. They has success with the implants. However, within a month after her implants, she essentially noticed a loss of function of the right deep brain stimulating electrode, resulting in poor results for her left side. The left side remained less than optimal control of her body. She had reasonable reduction in rigidity on the right side of her body. MRI scanning preoperatively indicated that the location of the electrode of the right subthalamic nucleus is located anterior to the ideal location for the subthalamic nucleus and, in fact, appears to be locating somewhat in her peduncle, especially when compared to the left electrode. The contralateral deep brain stimulating electrode continued to function reasonably well. She arrived for a replacement of the right electrode. It was replaced and discarded. The procedure occurred on (B)(6) 2002. No further complications were reported or anticipated.